Event description:
It was reported that a clip got broken at loading before a laparoscopic cholecystectomy. Therefore, a new package was opened instead. The same issue occurred again on the following day; the clip from another cartridge of the same lot got broken at loading. No clip fell/remained in the patient in both cases.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A loose clip was also returned. The cartridge and the loose clip were visually examined with and without magnification. Visual examination revealed that the loose clip was returned broken in half at the hinge. The cartridge contained one intact clip remaining in it. The loose clip appears used as there is biological material present on the clip. Functional inspection was performed on the intact clip in the cartridge. A lab inventory clip applier was used. The clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. No functional issues were found with the intact clip that was returned in the cartridge. Although the intact clip was successfully applied to over-stressed surgical tubing, the loose clip was returned broken in half at the hinge. It could not be determined exactly how or what caused the loose clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned with one intact clip remaining in it. One loose clip was also returned. The loose clip was returned broken in half at the hinge. Although the intact clip was successfully applied to over-stressed surgical tubing, the loose clip was returned broken in half at the hinge. It could not be determined exactly how or what caused the clip to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
Qn# (B)(4). After an additional medical review, a determination was made that report 3003898360-2019-00982 was submitted in err. The report is retracted. Report 3003898360-2019-00982 is retracted.

Event description:
It was reported that a clip got broken at loading before a laparoscopic cholecystectomy. Therefore, a new package was opened instead. The same issue occurred again on the following day; the clip from another cartridge of the same lot got broken at loading. No clip fell/remained in the patient in both cases.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73j1800542 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken at loading before a laparoscopic cholecystectomy. Therefore, a new package was opened instead. The same issue occurred again on the following day; the clip from another cartridge of the same lot got broken at loading. No clip fell/remained in the patient in both cases.